Event description:
This is filed to report the tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The mitral valve leaflets were thin with a restricted posterior mitral leaflet (pml) as well as a dilated atrium. Two clips were implanted without issue. A third clip was advanced after grasping the leaflets, a perforation was observed on the anterior leaflet. The third clip was not deployed and was removed. Mr was reduced to 3-4 with the two clips. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of reported tissue injury appears to be due to patient anatomy. The reported tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.